Event description:
It was reported that a female patient underwent an unspecified breast surgery with a mentor memoryshape breast implant 475cc gel breast prosthesis that ruptured post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08-jun-2022, the mentor failure analysis lab received the device for evaluation. The suspect medical device is catalog #334-1355, lot #6429789. An explantation date was not reported. Reason for device explant and/or reoperation: breast prosthesis rupture. Lot #6429789 was manufactured in mentor¿s leiden manufacturing facility. Mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are ¿not required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. However, if mentor becomes aware of information that reasonably suggests a device has malfunctioned and that a similar device that is marketed in the us would be likely to cause or contribute to a death or serious injury if the malfunction were to recur, then mentor should report the device malfunction that occurred outside the us." Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. No additional reports will be submitted for this event as MDR reports are not required for this device. G1. Manufacturer contact phone number: (B)(6). G1. Manufacturer site fax: (B)(6). G1. Manufacturer site phone: (B)(6). Manufacturer¿s reference number: (B)(4).